Manufacturer narrative:
Not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/ shortness of breath, and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/ shortness of breath, and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On 17-apr-2023, the customer clarified the initially reported event. There is no allegation of harm or reported malfunction of the subject device. The user stated that they experienced headache and difficulty breathing "a long time ago" when they were diagnosed with sleep apnea. They have not experienced any issues while using the device. Section h6 device problem code, there was no allegation of degradation.